Event description:
Uptick in pts whose cultures tested positive for stenotrophomonas. Commonality was they all had some bronchoscope. Bronchoscope sent for evaluation, which showed slight epoxy lifting. Scope removed from service. Scope never tested positive for stenotrophomonas. Decline in cases of stenotrophomonas since scope removal.